Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient underwent surgery to convert to a percutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.